Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was feeling sick (no specific symptoms provided). The cgm was reading 10.2 mmol/l but the bg was 30.8 mmol/l. His mother called the hospital for advice to get his glucose level down. She was instructed to follow the patient¿s 'sick day rules' and give the patient 20% of his normal dosage, 4 units of insulin. After the treatment he was feeling good and his bg was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.